Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Was any issue with staple formation noted throughout procedure? Please provide a timeline of events. Was buttressing material used? What is the surgeon¿s typical anticoagulation regiment preop and postop? Are intraoperative videos available to include device firing? What is the product code of reloads used? Additional information received: the analysis where the surgeon refers to the bleedings and the devices that he used should be interpreted different. In the facility of the surgeon, they use standard for bypass procedures a manual echelon (ec45a). For sleeve procedures, they use psee60a. Only for 1 of the 5 sleeves as stated in the analysis they used a manual echelon ¿ ec60a. That¿s where the surgeon refers to with ¿all but one are motorized staplers¿. There¿s not a lot of information on the cases because it all happened in the past (2017) and the doctor didn¿t consider these bleedings as product complaints so he didn¿t inform us before. We didn¿t receive devices, so we won¿t be able to send it to you for research. Additional information received from conversation with surgeon: the issue is bleeding post gastric procedures. He agreed it did not seem to be energy device related. Overall the rate is 1.7 percent. Given the descriptions, it seems to be stapling related. The surgeon clarified the data conversion. 10mmol = 16 gm/dl ; drop0 / 4 mmok = 9.6 gmb per dl; therefore transfusion does not seem to be over aggressive. The surgeon noted that often it is dry after firing but at end of the case you see some bleeding at the staple line. It seems that after initial dry appearance there is some bleeding after a while. Seems like when there is bleeding it happens within an hour after stapling and the need for transfusion occurs 24 hours later it is usually heralded by postoperative tachycardia. He uses one green then 4 blue on a sleeve. In a bypass, he always uses blue. The bleeding seems to be in the middle of the transection, which is where he uses the blue cartridge - uses 20 second compression in all firings.

Event description:
It was reported that during a conversation with the medical director, we discussed the bleeding complications of 2017. He has a bleeding rate of 1,3% in a population of 1040 patients. Fourteen re-operate patients because of bleeding and 5 out of 14 were sleeve gastrectomy. Other 9 were bypass. In the sleeve procedures, all surgeons in this facility use psee60a staplers. Cartridge color choice in a regular patient from pyloric antrum up to the fundus: 1 green, 1 gold, 4 blue. In bypass all used reloads on the stomach are blue (4) and 2 white reloads for small bowel tissue. Overall suggestion would be that the staple line isn¿t completely closed and small bleedings occur post-operative while per-operative, the staple line looks nice and dry. In some cases, the surgeons see a small bleeding on the staple line per-op and then they are treating it directly with clips or electro cautery. No action during the primary operation, because nothing was wrong per-operative. Only post-operative, there was a problem identified. Surgery- gastric bypass. Bleeding hematemesis 1e day po. Therapy aspiration 5e day post op reanimation ic. Outcome: death.